Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident info. Balloon ruptures may occur due to, but not limited to, mfg, materials, mechanical damage, handling of the device during use, and over inflation and/or interaction with pt anatomy or interaction with associative devices. The instructions for use states, "caution: inflating the balloon over 60 psi (4.0 atm) may result in balloon rupture, which may cause injury to the artery and / or embolization of any air from the balloon". Since the device was able to be prepared for use, used for 20 cuts, and the balloon ruptured over rbp, this failure appears to be related to the circumstances during the procedure.

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to a serious injury. Device issue: balloon rupture. It was reported that another company's guide wire crossed the lesion and then was replaced with a grandslam guide wire and dca was performed. Cutting was performed at 30 psi first, then gradually the pressure was increased to 60 ps, and cutting was performed 20 times. There was some atheroma remaining so an attempt was made to increase the pressure up to 90 ps; however, the balloon ruptured. The procedure was completed using a new flexi-cut device. No add'l event or pt info is available.